Event description:
An aesh160 handle and aesr45r reload were used during a procedure on an esophagus on a (B)(6) 2023. The tip of the reload inadvertently contacted the aorta resulting in a tear. The surgeon had to convert to open surgery.

Manufacturer narrative:
The reload could not be examined as it was not returned. Based on the communication with the sales representative who was present during the procedure, the fit through the trocar was not tight and the anvil was not described as sharp. It is suspected that the reload was inserted with force and contacted the aorta resulting in the tear. Thus, the tear was likely a result of user error.